Manufacturer narrative:
The guidewire was returned with the core wire in two broken segments. Analysis of the break point showed the failure of the corewire occurred due to torsional overload. (B)(4).

Event description:
Treatment of an avm. It was reported the guidewire broke off inside the catheter during procedure. No pt injury reported.